Event description:
It was reported that the patient attempted to use meal announcements as corrective boluses to manage blood glucose, and a separate bent cannula event was referenced as tangential. Symptoms included no hypoglycemia. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and user education provided by the agent regarding correct use of meal announcements and the risk of insulin stacking with incorrect usage. Investigation of this case revealed user technique error related to inappropriate meal announcement entries, with no device alerts or alarms and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in device operation and meal announcement use.